Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including stress testing and compressor calibration without duplicating the customer's report. An internal inspection found a foreign substance on the manifold flow screens and they were replaced as a precaution. The device underwent a complete calibration. The outgoing system test not found any further discrepancies. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed a "compressor fault- 2001 " error message. Complainant did not indicate that there was any patient involvement in the reported malfunction.